Event description:
The pt reportedly experienced an overly loud sensation follow by no sound while using the sound processor. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning.